Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: "during pulling out the swg, swg is kinked."

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) and lidstock for evaluation. Visual examination revealed the guide wire is unraveled from the proximal weld and has multiple kinks in the guide wire body. The proximal end of the core wire is broken and protruding out of the coil wire. The distal j-bend is misshapen but intact. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. The exposed proximal core wire tip is rounded and pinched at the point of separation. Both welds appeared full and spherical. The broken core wire measured 599mm in length, which is within the specification of 596-604mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.807mm which is within the specification of 0.788-0.826mm per guide wire product drawing. The swg was unable to be functionally tested due to the sample's damage. A manual tug test confirmed that the distal weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: "during pulling out the swg, swg is kinked."